Manufacturer narrative:
Facility name: (B)(6) hospital. (B)(6). During use, the slalom balloon catheter (bc) was delivered and inflated, however it ruptured at four atmosphere (4atm). There was no patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17636406 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the paucity of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
During use, the slalom balloon catheter (bc) was delivered and inflated, however it ruptured at four atmosphere (4atm). There was no patient injury. No other information was provided.